Event description:
It was reported that a spectrum pump failed occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'fails occlusion test' was not reproduced. A review of the event history log (ehl) revealed multiple counts of "downstream occlusion!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.